Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was determined to be user error, tidal total ultrafiltration removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 00:39:04. During night drain cycle 11, the patient's ultrafiltration reading was 2232 ml, indicating the home patient drained 1432 ml more than their maximum programmed fill volume of 2000 ml. No further information was available.